Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). H6: code d1001: according to the gore® dryseal flex introducer sheath instructions for use (IFU), if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter of a 22fr gore® dryseal flex introducer sheath is 8.2 mm. The IFU state "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an imminent rupture of thoracic aortic aneurysm using gore® dryseal flex introducer sheath (sheath) and gore® tag® conformable thoracic stent graft with active control system (ctag-ac device). When a 22fr sheath was inserted from the right femoral artery, it met resistance. Subsequent angiography showed rupture of the right femoral artery. Since the access vessel on the left side was occluded, it was decided to continue to use the right side approach. Balloon dilation using a non-gore device (mustang¿) was performed at the stenotic area, which is more proximal part of the rupture site, and the sheath was inserted again. Although the sheath passed through the dilated part, it was caught in the calcified portion of the right external iliac artery and could not be advanced beyond that point. The insertion from the right femoral artery was abandoned. After the ruptured right femoral artery was clamped for hemostasis, the sheath was inserted from the right common iliac artery successfully, and the ctag-ac device was implanted without any reported issues. The ruptured site in the right femoral artery was repaired using gore® propaten® vascular graft. Reportedly, from the right femoral artery to the right external iliac artery was stenosed and calcified, and the diameter of the rupture site in the right femoral artery was approximately 7 mm. The physician reportedly stated as follows: the rupture must have occurred because the sheath was advanced with strong force when it was caught in the calcification in the right femoral artery.